Manufacturer narrative:
(B)(4).

Event description:
Lead impedance for the rv lead has increased over the past 2 weeks from around 500 to just over 1000. The clinic was concerned with this change in impedance. Patient was reported as not experiencing any trauma during this time. Patient is going to be seen in clinic soon for followup.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.